Event description:
It was reported that the laser shuts down during procedure and after restarting the laser; therefore, the patient was re-scheduled. Patient and user complication were reported as none.

Event description:
It was reported that the laser shuts down during procedure and after restarting the laser; therefore, the patient was re-scheduled. Patient and user complication were reported as none.

Manufacturer narrative:
A review of the device history record for the reported stonelight laser confirmed that the device met all material, assembly and performance specifications. Analysis of the device was performed on-site, and it was noted that the water pump was faulty. The water pump is not available as the console is at end of life (eol). Based on the investigation and the console at eol, a conclusion code of end of life problem identified was assigned to this investigation.